Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime or fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 425 mg/dl. Customer stated insulin pump had insulin flow blocked alarm. Customer stated they tried all remedies. It was unknown whether the customer was using auto mode. The insulin pump will be returned for analysis.